Event description:
On (B)(6) 2009, the patient reported that her infusion device displayed "please insert cartridge." She was instructed to remove the insulin cartridge from the infusion device and to retract the piston rod. The piston rod was completely retracted and "returning piston rod" remained on the display of the infusion device. An e10 (cartridge) error was then displayed. The patient was in a hurry and she was assisted in setting up her backup infusion device. Upon follow up on (B)(6) 2009, the patient stated that her primary infusion device continues to display e10 error. There was not a battery in the primary device, so she removed the battery from the backup infusion device and placed it in the primary device. The piston rod retracted and e10 was displayed and was not clearable. She stated that she was using a "super plus" alkaline battery. She was educated on the correct battery type. Replacement batteries were sent to the patient. Upon further follow up on (B)(6) 2009, the patient stated that she inserted the replacement battery into the infusion device and e10 was displayed and the device was making a "funny humming noise." She stated that there has been insulin spilled in the cartridge compartment of the infusion device and the device has been dropped. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.